Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) was taking longer than expected to coagulate unspecified vessels. Additionally, extra bleeding was observed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has contacted the surgeon to obtain additional information regarding the reported event. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure modes and intra-operative complication cannot be determined. Isi has requested for return of vse instrument for failure analysis evaluation. However, as of the date of this report, isi has not received the vse instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The logs were reviewed by an isi advanced failure analysis engineer (fae) and the following information was obtained: there was no failure or errors in regards to sealing observed. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy surgical procedure, the vse instrument had delayed sealing and was not adequately sealing unspecified vessels. As a result, there was more bleeding than usual. It is unknown what medical intervention was administered due to the bleeding. The cause of the customer reported failure modes and extra bleeding is unknown. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.